Manufacturer narrative:
Analysis was normal, no anomalies were found

Event description:
It was reported that the dependent patient developed a pocket infection. The system was explanted and the patient was treated with antibiotics. The patient was fine during and post procedure.